Manufacturer narrative:
(B)(4). The device reported has been requested, but has not yet been received. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter in operational condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and functioned within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. However, the iipv event occurred approximately four months prior to the home patient passing away. (This iipv event was reported in MDR report #1423500-2011-07742.) The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection of the device. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient's death.

Event description:
On (B)(6) 2011, the caregiver(cg) contacted baxter to report the death of the home patient(hp) on (B)(6) 2011. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) regarding the reported death who stated that the hp had transferred to hemodialysis in feb or (B)(6) 2011. On an unknown date, the hp was admitted to the hospital for cardiac issues and had open heart surgery. The pdrn stated that the hp had planned to return to pd therapy, but her heart was not strong enough. The pdrn stated the hp's death was not related to baxter's devices or solutions.